Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which could have contributed to the reported event. The company service representative checked and optimized the figure of merit, flap depth, diameter, and polynomial calibration. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a flap side cut issue. Additional information received states the flap issue was noted while lifting the flap. The flap was lifted with slight resistance. The procedure was completed with no patient harm.